Event description:
Asr revision; asr xl acetabular system - left hip - bi-lateral - for right hip see com 026975; reason(s) for revision: unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl acetabular system - left hip - bi-lateral - for right hip see (B)(4), reason(s) for revision: unknown. Update received: 10th april 2014 - attached legal letter, filled mapped to mw fields, added comorbidity, added patient name, added patient date of birth, added patient ID (initials), added patient age, added patient gender, added hospitals: the bath clinic / frenchay hospital, added surgeon: mr (B)(6) and added reason(s) for revision: alval / soft tissue reaction, pain, chronically inflammed synovial tissue, cyst, high levels of metal wear debris, fluid around hips and raised cobalt and chromium in blood.